Manufacturer narrative:
Device eval summary: device eval of battery (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon eval, it was determined that the power unit connector would not power up the charger. The root cause for the faulty connection is likely due to the pins in the connector being recessed due to a combination of an assembly error and excessive force applied during mating. No adverse event resulted from the defective connector. The pt rec'd a replacement charger.

Event description:
The wife of a (B)(4) male pt contacted zoll customer support to report that the pt's charger seemed to have a damaged plug connection. The pt was sent a replacement charger.